Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the batteries are draining faster than normal when driving the unit. The representative replaced all 8 battery trays. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when moving the system, the batteries were dying more quickly than usual. There was no patient present when this issue was identified.